Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the aortic neck currently measures 28 mm in diameter at the level of the renal arteries and 30 mm in diameter 1 cm below. This resulted in a 15-20 mm migration of the stent graft and development of a proximal type 1 endoleak. A talent aortic cuff was requested as compassionate use in the patient. No additional clinical sequelae were reported.